Event description:
The soft tip material of the guide catheter was missing when the guide catheter was removed from the package. The physician removed the guide catheter from the packaging and noticed that the soft tip material of the guide catheter was missing. The guide catheter was not used in the case.